Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set. This occurred after a transfer set change. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in december 2023. E1: initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.